Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, eczema, hives and liver dysfunction were experienced. The physician placed a taxus express2 2.5x20mm drug eluting stent in the right coronary artery (rca) to the posterior descending artery (pda). A liberte 3.5x16mm bare metal stent was then placed in the distal rca. The pt was prescribed panaldine five days prior to this procedure. Eleven days post procedure, the pt suffered from eczema. In 2007, the pt was diagnosed with hepatic function disorder and the panaldine was changed to pletaal. The pt's condition improved. Approx five weeks post procedure the pt was discharged. In two months later, the pt experienced hives and hepatic function disorder. The pt is on approx ten different medications adn the physician thinks the pt's symptoms are probably medication related, but can't rule out a relationship to the stent.